Manufacturer narrative:
Device evaluation: analysis of lead (B)(4) found that all conductors were broken 15.7 cm from the distal end. Analysis of lead (B)(4) found that all conductors were broken 12.7 cm from the distal end.please note that method code 4118, result code 3233, and conclusion code 22 no longer apply to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the hcp considered that there was no issue with the ins. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-aug-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-aug-2018, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code belongs to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) intractable pain. It was reported that there was high impedances in two leads. No x-ray images were available. No telemetry data available, due to being unobtainable. Time-related deterioration and movement/exercise by the patient were considered to be a factor in the lead fracture issue. Diagnostics/troubleshooting was performed, impedances were measured and the device system was reprogrammed. The intervention/action taken was the whole device system was replaced. The issue was resolved at the time of this report. It was noted that it was unknown which lead was the right and left, one lead was marked as upper. There was probably no problem with the ins as telemetry before the procedure could be performed without any issue and the product was also charged sufficiently. No further complications were reported or anticipated.